Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 15. Details of surgery: ridge augmentation. On (B)(6) 2022, the implant was removed upon clinician¿s decision. Patient presented with bone type IV and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, bleeding and abscess. No further patient complications were reported.